Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was reported that during an unknown procedure, the jaw stuck in the firing sequence. Manual release didn't work. Unknown how case was completed. There were no adverse consequences for the patient. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.